Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot# k08a111002224m4 were completed with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false negative" failure mode for this lot. There are 0 additional complaints from this customer associated with a "false negative" failure mode. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives is under the expected threshold of (B)(4) (label claim)/(B)(4) (internal warning limit). Lucira health will continue to monitor trends related to "false negative" results in accordance with post-market surveillance process. Kit lot# k08a111002224m4 DHR review reference: sample vial lot DHR review: 2201253, 2201254, 2201337(associated internal lot # 220008-3q, 220008-3r, 220008-3t) test lot dhrs review: 2202066, 2202065, 2202063, 2201315,2201316, 2201316, 2201315,2201331, 2201331,2 201331, 2201338, 2201338,2201338, 2201338, 2202014, 2202061 (associated internal lot # 220124-3d, 220124-3b, 220124-3c, 220008-4l, 220008-4s, 220008-4m, 220008-4k, 220008-16h, 220008-16i, 220008-16j, 220008-16k,220008-16l, 220008-16m, 220008-16n, 220008-16r, 220008-20o) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Based on the complaint review, no harm was reported within the complaint. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false negative result. The complainant first took a pcr test in a lab with a positive result, followed by a lucira test with a negative result.